Event description:
The needle partially retracted when the white button was pushed. The nurse did not notice the needle had not fully retracted and received a needle stick injury. The sample was discarded. Both the source pt and nurse underwent blood work.

Manufacturer narrative:
The sample was discarded by the hosp. Upon completion of the investigation, a supplemental report will be submitted.